Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion and no wire was present. She initially reported that she believed the sensor was still inside of her, and subsequently reported that the sensor wire was found on the floor. The patient reported that she experienced no injury, and that no medical intervention was required. The patient reported she was in fine condition at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.